Event description:
Patient called in to dexcom technical support on (B)(6) 2013 to inquire about her cgm warranty and also reported that she had a heart attack on (B)(6) 2014, and at the time, was wearing her cgm. On (B)(6) 2014 paramedics administered saline to the patient and took her to the hospital where she was given an EKG, CT scan, in addition to surgical treatment for the heart attack; wearing cgm during a CT scan is contraindicated. At the time of the call to dexcom technical support, the patient stated that she was in good condition. On (B)(6) 2013 dexcom technical support left a voice message with the patient and asked if she had the capability to send data to dexcom for investigation.